Event description:
It was reported that the lead has been attached to an adaptor in a manner in which it was unintended producing low level noise. The lead remains in use in this configuration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.